Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was exposed to electrocautery during a shoulder surgery earlier on (B)(6) 2016. After the surgery no pacing was observed when the pulse generator was in back-up vvi mode. The patient was in good condition and no symptoms were reported. The device remained implanted.